Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not find a cause. He checked and adjusted parts of the analyzer and ran performance testing with all values were in range. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg stat test system result for one patient from the cobas e411 rack analyzer. The initial result was 4 miu/ml and was reported outside of the laboratory. The doctor called back and stated the patient was pregnant. The sample was repeated and the result was 81606 miu/ml. The reagent lot number was 45804501 with an expiration date of 30-jun-2021.